Manufacturer narrative:
The technical support specialist (tss) followed up with the customer and confirmed after using the new ca 125 test cup and rerunning the multi analyte controls (mac) were within intended ranges, the new ca 125 lot information was not provided. In addition, the customer reran the failed proficiency sample and it passed with result at 47.5 u/ml (acceptable ranges 44.1 u/ml ¿ 57.4 u/ml). Tss could not determine the cause of the reported event. No further follow up or actions required from tosoh. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the date of 07sep2023 through aware date 07oct2024 was performed for similar complaints. There were no similar complaints identified during the search period. A 13-month lot review for tumor marker (ca 125) lot # e712657 from the date of 07sep2023 through aware date 07oct2024 was performed for similar complaints. There were no similar complaints identified during the search period. The st aia-pack ca 125 analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 125, the highest concentration of ca 125 measurable without dilution is 1000 u/ml, and the lowest measurable concentration is 2.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is 1000 u/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1000 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ca 125. A ca 125 result below 35 u/ml does not indicate the absence of residual ovarian cancer because patients with histopathologic evidence of ovarian carcinoma may have ca 125 assay values within the range of normal individuals. Conversely, a ca 125 assay value exceeding 35 u/ml does not necessarily indicate the presence of ovarian malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca 125 assay results. A ca 125 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The st aia-pack ca 125 assay should not be used as a screening test. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported failed api sample was not determined, cause not established.

Event description:
The customer reported failed american proficiency institute (api) proficiency testing for one (1) out of five (5) tumor marker (ca 125) samples on the aia-900 analyzer. The customer used ca 125 lot # e712657 test cup. The api tm-12 sample result was 43.9 u/ml (acceptable ranges 44.1 u/ml ¿ 57.4 u/ml). Tosoh technical support specialist (tss) sent multi analyte controls (mac) for troubleshooting to confirm current functionality of the analyzer. The customer ran multi analyte controls (mac), with levels on the lower end of the mean, but within range. The customer will acquire another box of ca 125 test cups from an alternative source and recalibrate. The customer confirmed quality control (qc) was within range at the time of proficiency testing and tosoh¿s qa laboratory passed all five (5) proficiency samples. There was no indication of any patient intervention or adverse health consequences due to the reported event.